Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 : unique device identifier not available.

Event description:
It was reported when using the bd pyxis¿ es server the station server was down. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ es server the station server was down. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was down. A technical support specialist (tss) confirmed that the es and test servers were online in rss, successfully dialed into the app server, verified that services were running, and checked sync status in pes showing current upload times. The tss found a delay from cce (carefusion coordination engine), restarted services, and ran downtime queries confirming current sync, and observed that most stations were in critical override, which cleared once cce reconnected, and services resumed. The system functioned as intended after the technical support specialist troubleshot the device.